Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during use the tip of the arterial line, the connection between the planecta and the tubing, came off during a blood draw, resulting in a blood leak. A new device was used to continue monitoring the patient.

Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed. The most probable cause of this occurrence is due to a lack of bonding or insufficient bonding between the two components of the planecta and female connector of the tubing. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.